Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had been alerting calibration not accepted. It was also reported the sensor electrode fractured while into the body. Blood glucose level at the time of the incident was 138 mg/dl. The customer was advised that the sensor would be replaced. No product is expected to return.